Event description:
The patient presented with complaints of the pacemaker jumping in their chest. Upon interrogation, a right ventricular (rv) lead warning and polarity switch were observed. A jump in threshold measurements and subsequent rise in amplitude resulted in pocket stimulation. Several ventricular high rates were observed but were determined to be noise. The patient experienced heart block and confirmed being dizzy, lethargic and symptomatic of bradycardia from pacing inhibition. The lead was reprogrammed and was subsequently capped and replaced as possible fracture was suspected. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.